Manufacturer narrative:
Performed visual inspection on returned sensor, the sensor plug was fully seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer, who works in a hospital, reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. A sensor result of 'hi' (reading greater than 500 mg/dl) was compared to an hcp meter reading of 27 mg/dl. Customer reported receiving glucosmon (15 mg) orally and being diagnosed with hypoglycemia. The customer also reported the following readings, but it is unknown when they were taken relative to one another or the medical event: sensor 49 mg/dl; hcp meter 27 mg/dl and 47 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who works in a hospital, reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. A sensor result of 'hi' (reading greater than 500 mg/dl) was compared to an hcp meter reading of 27 mg/dl. Customer reported receiving glucosmon (15 mg) orally and being diagnosed with hypoglycemia. The customer also reported the following readings, but it is unknown when they were taken relative to one another or the medical event: sensor 49 mg/dl; hcp meter 27 mg/dl and 47 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.